Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they can't get their implantable neurostimulator (ins) to jumpstart. They stated that they had to have the ins jumpstarted a couple of times around christmas. The patient added that following the first jumpstart, the battery would die really quickly, so they jumpstarted it again. They indicated that the ins was dead for a couple of weeks, and then their grandson passed away about a month ago, so they haven't charged the device. The patient stated that now they can't get the ins to jumpstart. They noted that it will start the countdown, and then just stop. The patient mentioned that they don't want their device removed because they want to stay off of their pain pills. The patient was redirected to their healthcare provider. No further complications or patient symptoms were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the issue of their ins being dead, and the inability to jumpstart it has not been resolved. They stated that they have tried all steps they were advised to try, with no resolution. The patient weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.